Event description:
Boston scientific crm received information that this device was electively explanted due to normal battery depletion. Noise had previously been observed. There was no allegation against the device's longevity. Initial routine device analysis revealed the device had failed to meet longevity specifications. No adverse patient effects were reported.

Manufacturer narrative:
Visual inspection of the device noted no irregularities. All seal plugs were intact and setscrews moved freely. Analysis was unable to re-product the reported atrial noise observation. A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.